Event description:
Complaint - head casters swivel around when brake is set. No injury reported.

Manufacturer narrative:
Technician found that the head casters swivel when the brake is set. Replaced the casters to resolve the issue. Bed found in storage room, out of service.